Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms were observed that resulted in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed troubleshooting and programming options. Programming changes were made and the patient was scheduled for follow up with an electrophysiologist on an unknown date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.